Event description:
As reported by the edwards clinical specialist (cs), during the transapical tavr procedure, the patient expired. After 50:50 deployment of the 23mm sapien valve the physicians believed the native left coronary system had been lost. The patient was placed on bypass and additional angiograms were obtained. After a short period of attempting to open the native left system, the team was able to confirm that the blockage was as a result of the annular rupture that had dissected into the left coronary system. The patient was converted to open heart surgery, the sapien valve was removed and exchanged for a surgical valve, and the root was able to be repaired by a surgical graph. Unfortunately the patient was noted to have expired on the table. Additional information provided by the cs, indicated that the patient's aortic valve and aortic root were severely calcified, there mild ventricular septal hypertrophy, moderate mitral annular calcification (mac) and the ejection fraction was 50%. In addition, the image intensifier angle was reported to be fair, coaxial alignment was good, ventilation was held during valve deployment, and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Cine images were submitted to edwards for review. The following observations were made: severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, no mac. Poor coaxial alignment of the valve and delivery system, with lateral bias and fair image intensifier angle. The valve was positioned 60/40 aortic and moved 80/20 during deployment. Post deployment aortogram demonstrates significant ar. Subsequent aortogram demonstrates arrested heart, cpb, and extravasation of contrast with aortic rupture. The site of rupture appears medial and subjacent to the left main coronary. Impressions: risk factors for aortic rupture include severely calcified aortic root with obliteration of the sinuses of valsalva (sov), and significant valve oversizing. Although no tee was available for review, cine is suggestive of an obliterated root. The sapien valve was significantly oversized (23 mm in 18.5 annulus). In addition, due to poor coaxial alignment, the valve moved aortic during deployment. This may have contributed to the medial aortic edge of the sapien traumatizing the aortic root subjacent to the left main. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, embolization, and ai are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Thv positioned too ventricular is also one of the known reasons for embolization of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of vessels which may require intervention, is a known potential complication associated with the tavr procedure. According to the thv training manual, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. = 4 mm) in the presence of severely calcified aortic root and obliterated sinuses. While the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, based on the imaging review, the root cause for the reported annular rupture was most likely due to the patient's severe aortic valve calcification in combination with significant valve oversizing (33 mm sapien valve in a 18.5 mm native annulus) may have caused or contributed to the event. In addition, the poor coaxial alignment and fair iia may have contributed to the medial aortic edge of the sapien traumatizing the aortic root subjacent to the left main as well as the aortic deployment of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
A device history record (DHR) review was not performed/required as there was no allegation of product malfunction. Investigation is ongoing.